Event description:
Procedure: lap appendectomy. Reportedly, when the device was applied staple formation was not adequate. However, in the surgeon's opinion this was related to the thickened state of the tissue of the pt. No injury or risk to pt. There was a small amount of bleeding. However, the surgeon converted the procedure to open with no adverse outcome to the case.

Manufacturer narrative:
.